Manufacturer narrative:
D. The lot number 400494 provided cannot be verified in association with the reported material number. E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter split. The following information was provided by the initial reporter: while starting IV the catheter split in half. The needle entered skin without the needle.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed; however, the cause of the reported issue could not be determined. One 22g insyte autoguard bc unit from lot: 4004944 was provided for investigation. The sample exhibited evidence of use. A functional test revealed a breach in the catheter tubing. As the device exhibited evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or during the insertion process. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.